Event description:
It was reported that the balloon was misshapen and as a result could not maintain occlusion. No patient injury reported. 7/14/10: update from sales rep: doctor did not switch to cross-clamp, but did switch out the device for another ec..

Manufacturer narrative:
Device was not retained by customer.this event was determined to be reportable following edwards standard procedures.